Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers spouse reported via phone call that the they experienced hyperglycemia. Customers blood glucose value was 449 mg/dl. Customer also reported that insulin pump had compromised force sensor system alarm. Customer stated that after a change during the rewind the insulin pump alarmed error. Customer stated drive support cap appeared to be normal. Customer was treated with insulin pump. Customer declined to troubleshoot for high blood glucose value. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm. (B)(4).